Event description:
Pt initially underwent total knee replacement of the right knee approx 9 years ago, followed by revision of the knee five years ago. Pt presented with complaints of increasing popping, grinding, and pain, as well as instability of the knee. Pt demonstrated severe medial and lateral instability. The pt was taken to surgery where a total knee revision arthroplasty was carried out. Intra-operatively, the femoral component showed evidence of abrasion and flattening of the femoral condyle. Fragments of polyethylene were found within the knee. Synovitis, without evidence of infection, was present.